Event description:
On an unknown date, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. On an unknown date, the patient underwent an additional endovascular procedure to repair a type I endoleak. No further information is available.

Manufacturer narrative:
In a review of the following published literature, the reported event was noted: naoki toya, et al. "Endovascular treatment with stent graft for abdominal aortic aneurysm: its short-term and middle-term result and cautions." Journal of japan surgical society, 2009, vol.110 extra edition no.2 page 342. The literature is attached in this supplemental medwatch. Updated report source - attachment: [literature naoki toya, et al..pdf].

Manufacturer narrative:
A review of the manufacturing paperwork could not be performed as the lot number was not available.

Manufacturer narrative:
(B)(4)